Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports that upon clearance of the thrombus, contrast extravazation was noticed in the proximal segment of the graft. The physician was uncertain whether the perforation was caused by a guide wire, catheter manipulation or the trellis. A covered stent was considered to repair the problem, but the physician felt that a persistent stenosis at the proximal anastomosis of the graft necessitated surgical revision.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.